Manufacturer narrative:
The gross examination completed on (B)(6) 2018 reported a slight deformation of the valve. Device evaluation in process.

Event description:
On (B)(6) 2018, the patient received a percival pvs21 to replace her native highly stenotic aortic valve. Post-operatively, there was an important mean gradient decrease (from 56mmhg pre-op to 13mmhg post-op) and the patient was discharged. However, on (B)(6) 2018, the patient was admitted to the hospital and it was observed that the valve did not adhere to the coronary walls, thus allowing passage of the blood through the valve. The following day, the perceval was explanted and replaced with a conventional valve. Despite the patient was initially in good recovery, she expired on (B)(6) 2018.

Manufacturer narrative:
On 17 oct 2018, the manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. A complete manufacturing and material records review for the nitinol component has been performed as well. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. On 26 oct 2018, the visual examination of the returned prosthesis was performed. This analysis revealed irregular geometry of the inflow skirt, which could not be attributed to a pre-existing product defect. The irregular shape of the prosthesis suggests that the working configuration of the valve may have resulted in deformation of the inflow skirt. Based on the results of the manufacturing and quality records review, and of the device inspection performed, the event can be reasonably be attributed to mal-positioning of the device that resulted in deformation of the valve, and is not believed to be attributable to an intrinsic product defect.

Event description:
On (B)(6) 2018, the patient received a perceval pvs21 to replace her native highly stenotic aortic valve. Both the aortic root and the annulus appeared highly calcified. Post-operatively, there was an important mean gradient decrease (from 56mmhg pre-op to 13mmhg post-op) and the patient was discharged. However, on (B)(6) 2018, the patient was admitted to the hospital and it was observed that the valve did not adhere to the coronary walls, thus allowing passage of the blood through the valve. The following day, the perceval was explanted and replaced with a conventional valve. Despite the patient was initially in good recovery, she expired on (B)(6) 2018.the perivalvular leak occurred in the non-coronary annulus, related to the displacement of the valve towards the outlet of the ventricle. Based on the information received in the instance of the (B)(6) congress in (B)(6), on october 19, 2018, the reported paravalvular leak was related to a mal-positioning of the valve, possibly due to a miscommunication between the proctor and the trainee during the training.